Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that two destination devices were used for a severe stenotic lesion in the iliac artery using a retrograde approach. The devices could not go through the artery because of severe calcification. The devices were not used and replaced with another r2p destination ex device to continue the procedure. Subsequently, the procedure was successfully completed. The blood loss was less than 250cc's. The patient had a fever. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.